Event description:
It was reported that the handpiece overheated during testing at the account. This did not occur during a surgical procedure, so there was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacture for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded motor and gritty bearings. Those parts were each replaced along with the press plug, sag head, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.